Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported by the patient that infusion set tape not sticking. Product not adhering due to water. No further information available.

Manufacturer narrative:
(B)(6).